Manufacturer narrative:
(B)(4). The recipient was reportedly suspected to have an acoustic neuroma prior to explant. Additional information will not be provided due to medical confidentiality. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing a decrease in performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted on (B)(6) 2017. The recipient was reimplanted with another cochlear device.